Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject standard power injectable PICC line was inserted in the left basilica. The patient was discharged home with baxter nurse-filled infusors. The line was found leaking between the proximal luer connection and tubing four weeks later. A new single lumen 5fr PICC line was required to be placed. Additional information with regards to the patient and event has been requested but not provided by the customer. As reported, the patient did not experience any additional adverse effects due to this occurrence.

Manufacturer narrative:
Additional event, device and patient information was provided by facility on 25sep2018. The new PICC line was inserted in the same arm, however, a different section of the vein was utilized. The catheter was secured by securacath and then tegaderm IV advanced. Patient demographics were provided (section a) and the patient was said to be reasonably active. Most of the patient's antibiotic treatment has been through a daily elastomeric infuser. Investigation - evaluation a review of the complaint history, device history record, instructions for use (IFU), specifications, and quality control was conducted during the investigation. During the investigation, a review of the current versions of the manufacturing and quality controls was conducted. This review concluded that the current manufacturing processes and quality inspection checks are in place to ensure the functionally and device integrity prior to shipment. No specific issue with this documentation that may have contributed to this failure mode was found, and the complaint devices were found to be manufactured within specification. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.